Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the coil had perforated the tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain on right side"), adhesion ("adhesion") and discomfort ("discomfort"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, pelvic pain, adhesion and discomfort outcome was unknown. The reporter considered adhesion, discomfort, fallopian tube perforation and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the coil had perforated the tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain on right side"), adhesion ("adhesion") and discomfort ("discomfort"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, pelvic pain, adhesion and discomfort outcome was unknown. The reporter considered adhesion, discomfort, fallopian tube perforation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.